Event description:
The surgeon attempted to insert a lens. Dr. Noted a posterior subcapsular tear prior to delivery of the lens into the eye, but he attempted to implant the lens and tore then capsule further. A vitrectomy was performed, the incision was enlarged and sutures were used.